Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with unclear cause while using the ilet, expressed concern that the system was delivering too much insulin, and reported postprandial rises followed by drops; the clinician performed a factory reset and provided guidance on meal announcements, including avoiding announcements for very small carbohydrate amounts and spacing meal announcements. Symptoms included high glucose readings with reported episodes of low and very low glucose percentages. Outcomes included user counseling, device factory reset, and ongoing monitoring with planned follow-up; there was no hospitalization. Investigation included clinical review and troubleshooting with a factory reset. Investigation of this case revealed no reproducible device malfunction and insufficient information to identify a definitive root cause. It was concluded that the cause of the hyperglycemia could not be determined and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.